Manufacturer narrative:
(B)(4). D11: medical product: oxf anat brg rt sm size 4 PMA, catalog#: 159569, lot#: 552060. Medical product: oxford cementless tibia b rm, catalog#: us166573, lot#: r3050463a. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00790-1, 3002806535-2019- 00791-1. This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the right knee has been twisted, causing right knee straining. This resulted in pain and swelling from thigh to ankle. Treatment included anti-inflammatories and the use of a knee brace.

Manufacturer narrative:
(B)(4) . Concomitant medical products: medical product: oxf anat brg rt sm size 4 PMA catalog #: 159569 lot #: 552060, medical product: oxford cementless tibia b rm catalog #: us166573 lot #: r3050463a. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00790, 3002806535-2019-00791. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent initial knee surgery. Subsequently, the patient twisted the right knee which caused knee strain. This resulted in pain and swelling from thigh to ankle. Treatment included anti-inflammatory medication and the use of a knee brace.